Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a shock. The patient presented to the clinic and upon device interrogation there were three codes present and the device was found to be in safety mode. Once the device is in safety mode, the parameters change to a single zone programmed at 165 beats per minute (bpm) with no discriminators available. It was suspected that the shock delivered was inappropriate. There was also a report that remote monitoring had not been able to find the device. The patient was also shocked the following day. A procedure was scheduled and the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.